Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath shaft was rough and difficult to advance. The physician complained about the maneuverability of the catheter. He needed a lot of force to advance the sheath from the groin to the heart because the coating of the sheath is rather sticky than slippery. As he made the transeptal puncture the sheath stuck in the groin and when jumped suddenly through the septum. The physician stated that this is a possible danger because he can't control the movement and in worst case it could lead to a tamponade. The issue did not require percutaneous, surgical removal or medical intervention. This is not a problem relating the valve it is a problem with the coating which is compared to other sheaths not that slippery like the others are. There was no physical damage on the sheath/catheter/dilator due to the resistance. No patient consequences were reported. Sheath shaft rough is MDR-reportable.

Manufacturer narrative:
On 17-oct-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath shaft was rough and difficult to advance. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A dimensional test was performed, and outer diameters of the device were found within specifications. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history record evaluation was performed number 50000135, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)